Manufacturer narrative:
Patient information was not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. Replacement capstone and clydesdale inserter shipped to site on (B)(4) 2016. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that, while in a spine procedure, the threaded shaft's tip broke (de-soldered) while the surgeon was hammering on it. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. The medtronic representative also reported the site is unable to link the broken item back to the patient. Device lot number now provided. Device manufacturing date now provided. A medtronic representative, following up with the site, reported that the inserter "was not returned as that part was not damaged, only the lead screw was damaged." No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
The hardware investigation of the returned inserter found that the reported event was related to a physical damage issue. Only the inner shaft and thumb wheel of the inserter were returned. As reported, the weld was broken securing the thumb wheel to the shaft. The thumb wheel has many impact marks on the top surface. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.